Manufacturer narrative:
Per tandem¿s user guide ¿the single-use disposable cartridge can hold up to 300 units (3.0ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 480 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly the customer reverted to manual injections for insulin therapy.